Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an error 64 (non-recoverable system error) appeared on the arctic sun device, flow stopped during testing. Per review of wo on 28-oct-2022, there was no patient involvement. Per follow up information received via email on 28-oct-2022, the flow might be stopped because of error 64 (non-recoverable system error).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicate during evaluation. As the reported issue was unconfirmed and not a manufacturing or supplier related failure, device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that an error 64 (non-recoverable system error) appeared on the arctic sun device, flow stopped during testing. Per review of wo on 28-oct-2022, there was no patient involvement. Per wo update on 27oct2023, it was reported that the arctic sun device stopped cooling due to dusty heat exchanger. Per follow up information received via email on 28oct2022, the flow might be stopped because of error 64 (non-recoverable system error).